Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer 2.2 was failed and it was unable to open. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) powered down the station, removed the back panel, and identified a broken plunger on the cubie solenoid, replaced the plunger and reinstalled the back panel. After powering up the station, the customer successfully recovered the drawer and inventoried the medications to verify functionality. The system functioned as intended after the field service engineer repaired the device.